Event description:
It was reported that an inquiry to technical services showed a patient with t-wave oversensing (twos) on the right ventricular (rv) lead, which triggered a false lead integrity alert (lia) on the implantable cardioverter defibrillator (ICD). The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Analysis of the device memory indicated a false elective replacement indicator (eri) trigger and cross-chamber right ventricular (rv) oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 5076-52 implantable pacing lead; implant: 2005-(B)(6). (B)(4).